Event description:
It was reported that the user received a low blood glucose alert while dining, despite reporting a contemporaneous sensor glucose of 95 mg/dl and no symptoms of hypoglycemia; the cause of the alert was unclear and no confirmatory fingerstick was obtained. No reported signs or symptoms consistent with hypoglycemia. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included complaint handling and user education regarding low glucose alerts and confirmation practices. Investigation of this case revealed insufficient evidence to confirm true hypoglycemia or device malfunction. It was concluded that the event was unconfirmed hypoglycemia with cause unclear, and no device-related injury was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.